Event description:
It was reported that a pump has a constant door not fully latched message. The customer stated there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval found the device to be inoperable due to the reported symptom of constant door not fully latched messages caused by a loose upper link screw. The screw was adjusted during eval with the door performing as expected. The screws will be replaced during the repair process.